Event description:
Equipment malfunction. Paramedics responded to 911 call for unresponsive person. Paramedics arrived, assessed the patient and connected a zoll m series defibrillator. The patient received multiple shocks, medications, and ventilations. Initially, pacing was attempted. Staff was unable to perform pacing because they were unable to increase the pacer output from the default setting of 0 ma. However, there was no adverse outcome to the patient because of this malfunction. The defibrillator was pulled from service and the biomedical engineer verified that there was a malfunction with the pacer ma control knob. The control board was replaced and tested extensively. The defibrillator was placed back in service.